Event description:
Insertion of an arterial catheter in this patient with status asthmaticus was attempted with the 20 guage catheter described. Good blood flow was obtained from the left radial artery, the guide wire was advanced fully without resistance, and the catheter was advanced partially but resistance was met. The catheter/guidewire unit was removed together but the catheter sheared off below skin level when this was done. The catheter fragment was removed via exploration under local anesthesia, and was located in soft tissue (not in either artery or vein). The radial artery was never compromised. The patient recovered well without wound infection or other complications. The catheter/guidewire unit was examined and did not appear defective. Operator error did not appear to be a factordevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.